Event description:
This patient had a pocket revision done due to complaints of nerve pain. The device remains actively implanted. Should additional information be received, this file will be updated.